Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient's hearing performance with the device has deteriorated. There is no report of accident or trauma. The stimulator (coil) has reportedly moved, and this was confirmed by the physician. Re-implantation is considered.

Manufacturer narrative:
According to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However to determine an exact root cause a device investigation of the explanted device is necessary. Additionally, a dislocation of the stimulator housing from its intended position is reported. Re-implantation is being considered, but no surgery date has been communicated.

Event description:
The recipient's hearing performance with the device has gradually deteriorated. There is no report of accident or trauma. The stimulator (coil) has reportedly moved, and this was confirmed by the physician. Re-implantation is considered.

Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. Additionally, a dislocation of the stimulator housing from its intended position is reported, which might have contributed to the observed damage. The problems given in the recipient report appear to match the damage found. Other damages found during device investigation are most likely related to the explantation surgery. This is a final report.

Event description:
The recipient's hearing performance with the device gradually deteriorated. There was no report of an accident or trauma. The stimulator (coil) had reportedly moved, and this was confirmed by the physician and also by the explanting surgeon. Recipient was re-implanted.